Event description:
It was reported that the patient went to the hospital with a magnet over their implantable cardioverter defibrillator (ICD) because they were panicked from receiving shocks and was told that they were inappropriate. The patient requested to have the device tachycardia therapies turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there were no arrhythmia, no shocks, or ICD therapies on the device report. The patient was experiencing panic attacks or post-traumatic stress disorder (ptsd) and thought they were being shocked. The patient had electrophysiology (ep) and psychiatric consults were completed and the patient's medication were adjusted to work on controlling ptsd symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.